Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site and found bent. This condition could interrupt insulin delivery and contribute to hyperglycemia lead to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to being unsure if the cannula was properly seated in the infusion site, upon removal the cannula was found bent. The patient was treated with intravenous fluids.